Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing near the luer lock. The customer's blood glucose (bg) level was 269 mg/dl. Reportedly, the customer delivered a bolus via the pump to address the bg level. A clinical diabetes specialist met with the customer and reported that the customer was not performing the air removal step during the load process. Reportedly, the customer changed the cartridge and infusion set to address the event.